Event description:
It was reported that a kink occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure, the was sheath was kinked, and resistance was encountered during insertion into the body, making it unusable. The procedure was cancelled. The patient condition following the procedure was stable.

Manufacturer narrative:
H6 device code corrected from a0509 physical resistance/sticking to a150206 difficult to insert. (B)(6) ; reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
D4 lot number, expiration date: updated with additional information received. E1: initial reporter phone number is +(B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a kink occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure, the was sheath was kinked, and resistance was encountered during insertion into the body, making it unusable. The procedure was cancelled. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman truseal access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman truseal access system, part # m635ts70020 batch # 0037032947. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman truseal access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include difficult to insert and kinked access system. Risk review a risk review was completed and confirmed that the events of difficult to insert and kinked access system were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that a kink occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure, the was sheath was kinked, and resistance was encountered during insertion into the body, making it unusable. The procedure was cancelled. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a kink occurred, and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed, and a watchman truseal access system (was) was selected to be used. During the procedure, the was sheath was kinked, and resistance was encountered during insertion into the body, making it unusable. The procedure was cancelled. The patient condition following the procedure was stable.